Event description:
The customer reported their AED battery is depleted but haven't reached the expiry date. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 08/28/2019 and placed into service on 2/07/2020 with battery pack serial number (B)(6). On (B)(6) 2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2022 when a series of replacement battery packs were inserted. The customer was advised to remove the AED from service due to depletion and returned to defibtech for analysis. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.